Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
During follow up for fellow eye post lasik procedure, a facility administrator reported the corneal flap was completed, but the flap was a little difficult to lift. Reporter indicated at post operative follow up, the patient reported being happy with vision results and only complained of minor foreign body sensations and mild hazy vision. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A field service engineer(fse) visited the site to evaluate possible system related contributing factors for the reported event. The fse cleaned the objective and performed potential hard drive solution as a preventative measure. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).